Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 555mg/dl. The customer's most current level was unknown. The customer states the high was treated with the pump. Troubleshoot was conducted. The device was found to have passed testing and was functioning as designed. The customer was advised to change infusion set, reservoir and insulin. The customer was advised to contact their healthcare provider regarding unexplained high.